Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl or 500 mg/dl because of problems with her quicksets being in the wrong tissue or bending. The customer was assisted with troubleshooting. The customer stated that she would give a shot and blood glucose would go down, then go back up and she would try to deliver with the insulin pump twice. Customer stated that she did not use a lot of insulin, she uses about 13u a day. This had been happening for about year with the sets not working. The insulin pump will not be returned for analysis.